Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 404 mg/dl. Customer had an issue with the insulin pump and it only lasted 2 days. The current blood glucose was 96 mg/dl. Customer did not want to troubleshoot the high blood glucose and troubleshooting determined that, the insulin pump should be replaced. The insulin pump will not be returned for analysis.